Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the implantable pulse generator (ipg) exhibited intermittent loss of capture on electrograms (egm). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.